Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the handpiece started torquing, the motor drive unit starting flashing, and then the handpiece stopped working. The handpiece was not performing so the surgeon decided to convert to a vaginal approach to take out the rest of the uterus.

Manufacturer narrative:
(B)(4) - blade seized/stopped. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00887. The same pt is represented in each medwatch.